Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had issue that they stated that the therapy was started five hours ago in ER and they are now in ICU and the countdown was still reading 24 hours of cooling. Advised if the patient had already reached target temperature(tt). It was possible that the new patient (vs continue current patient option) was selected. Device was set to cool at target so if the patient never reached target temperature(tt) it may not have started counting down yet. If they unsure, we can look at the data after therapy was completed. Currently patient temperature(pt) 35.4c, target temperature(tt) 33c, water temperature(wt) 5c, flow rate(fr) 2.6lpm.

Manufacturer narrative:
The reported issue was inconclusive. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be misinterpretation of patient controls by operator. However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "patient therapy selection: use the patient therapy selection screen to initiate a new patient, continue a current patient, or access the advanced setup screen. New patient - normothermia: select normothermia if the therapy goal is to maintain a patient temperature at a pre-defined target temperature for an indefinite period of time. Press the normothermia button to display the normothermia therapy screen. New patient - hypothermia: select hypothermia to reduce and maintain a patient temperature at a set target temperature for a defined period of time, then slowly re-warm the patient at a controlled re-warming rate. Press the hypothermia button to display the hypothermia therapy screen. Additional protocol option: two additional protocols (hypothermia or normothermia) may be visible on the patient therapy selection screen. Current patient: the continue current patient button and the date and time that the current therapy was paused will display on the patient therapy selection screen if a patient therapy was paused within the past 6 hours. Press the continue current patient button to resume a paused patient therapy." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had issue that they stated that the therapy was started five hours ago in ER and they are now in ICU and the countdown was still reading 24 hours of cooling. Advised if the patient had already reached target temperature (tt). It's possible the new patient (vs continue current patient option) was selected. Device was set to cool at target so if the patient never reached target temperature (tt) it may have not started counting down yet. If they are unsure, we can look at the data after therapy was completed. Currently patient temperature (pt) 35.4c, target temperature (tt) 33c, water temperature (wt) 5c, flow rate (fr) 2.6lpm.